Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that sensor had missing electrode. Customer's blood glucose was unknown at time of incident. It was reported that some blood came out during the sensor insertion, sensor signal not found and as she has removed it found that electrode was missing. Sensor will not be return for analysis.